Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by user facility; therefore, it is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately ten months post stent graft placement at the venous anastomosis of an av graft in the left upper arm, thrombus associated with intimal hyperplasia within the stent graft was identified. Thrombolytic declotting and balloon angioplasty were performed, with good results; however, intimal hyperplasia is still present within the stent graft. There was no report of patient injury.